Event description:
Hamilton medical ag received the following incident description: "unit is failing (patient over pressure valve checks). Our 4mb pressure is building. Technical support advised to replace valve."

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4).

Event description:
Hamilton medical ag received the following incident description: "unit is failing (patient over pressure valve checks). Our 4mb pressure is building. Technical support advised to replace valve."

Manufacturer narrative:
Investigation is ongoing.